Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B) (6) 2010, inratio: 1.4, lab: >3.0. Per caller, nurses are observing multiple errors and had two pts with lower than expected results. Customer stated that they observed similar readings with two other pts last week - low results similar to those listed above, but did not provide any specifics.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B) (6) 2010; inratio meter = 1.4 inr; ref = 3.0 inr; mean = 2.20; confidence limits = 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter was returned and passed functional testing. Test result indicated product deficiency was not established. Customer's observation was reviewed and confirmed in meter memory. Pt's condition was not provided. There is insufficient info to determine the root cause of customer's test result discrepancy. As of (B) (6) 2010, 5 discrepant results complaints were reported for lot# 225433 yielding a complaint rate of 0.001%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. Trending info on second lot listed in complaint. As of (B) (6) 2010, 6 discrepant results complaint was reported for lot# 223042 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.